Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a leaking tank. Patient involvement unknown.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found broken front cover on the bottom left corner, line cord discolored, pole clamp had multiple gouges. Functional testing found the microswitch was leaking, not the tank. Root cause of the leak was attributed to very dry o-rings in the microswitch. What caused the o-rings to dry out could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced o-rings. Performed preventative maintenance and calibrated the device. Device passed all functional testing after the completed repairs.